Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. The post-operative scans that were provided show that some of the screws had backed out. Development engineer (d.e.) Manager investigated further. It was discovered that there was a misunderstanding of the screw orientation chart that resulted in the second 11 mm screw being placed in the spot intended for the second 7 mm screw and vice versa. De also provided a scan review that compares the screws' intended placement verses where they were actually placed. The surgeon concluded that because the first 11 mm screw was placed at a different angle than intended, it went further into the patient's anatomy than intended and perhaps a shorter screw would have been more appropriate for placement in that spot. It was also concluded that there was a discrepancy between the screws' intended placement verses where they were actually placed. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. DHR was reviewed for the custom tmj and no discrepancies were found. Investigation results concluded that the reported event was due to misunderstanding of the screw orientation chart and screw placement. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00899-1 and 0001032347-2017-00904-1.

Manufacturer narrative:
(B)(4). Date implanted: the surgery date listed on the design input form is march 9, 2017, however it has not been confirmed at this time. Concomitant medical product: zimmer biomet custom right tmj catalog #: tmjpm-1649, lot #: 741470a, zimmer biomet fossa screw catalog #: 99-6581, lot #: ni. Therapy date: unknown. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00899 and 0001032347-2017-00904.

Event description:
It was reported the patient is experiencing pain and symptoms (not specified). The surgeon states it appears in a post op scan that there are screws in the soft tissues and the middle cranial fossa. The surgeon states he suspects that the "fossa component may have been placed too superior on the lateral aspect but it really doesn¿t look to far out, I am thinking of taking the patient back to theatre to adjust and it would help if I could identify the error." During a conference call it was identified during the original procedure there was a misunderstanding of the screw orientation chart that resulted in the second 11 mm screw being placed in the spot intended for the second 7 mm screw and vice versa. The surgeon concluded that because the 11 mm screw was placed in the 7 mm screws' spot, it went further into the patient's anatomy than intended. It was also identified that the screws were placed at an angle in the patient. The surgeon concluded that because of the angulation of the first 11 mm screw, it went further into the patient's anatomy than intended. The surgeon requested drill guides to prevent this in the future. A revision will be performed to correct the placement of the 11 mm and 7 mm screws, however the date has not been confirmed at this time. No additional patient consequences were reported.